Event description:
It was reported that there was a white particle floating in the small volume intermate. The particulate matter was identified after the device was compounded with meropenem, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured april 16, 2015 to april 20, 2015. The device was received for evaluation. A visual inspection on the unit noted white particulate matter approximately 2.10 mm in length in the fluid of the reservoir, verifying the reported condition. Ftir spectrophotometer scanning identified the particulate matter as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.